Event description:
A malfunction alarm was reported by the caller, indicating an issue on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the caller was advised to continue using the pump and contact support again if the issue returned.